Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8840 serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that a programming mistake was made. If the pump had not been re-programmed and the patient had gone home, the patient ¿would not have been awake by the next morning.¿ the device system was used to deliver fentanyl, clonidine, and bupivacaine. Additional information has been requested, but was not available as of the date of this report.